Event description:
It was reported a patient underwent a mini abdominoplasty on an unknown date and topical skin adhesive was used. She noted that she did have a bad skin reaction to adhesive with her requiring steroids.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available if further details are received at a later date a supplemental medwatch will be sent. A user facility medwatch form was received: #mw3902560000-2025-8139; no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h10. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction to dermabond? Description of ¿bad skin reaction to dermabond¿ (symptoms, manifestation of reaction) what was the procedure date of the mini abdominoplasty? What date /day post op was the reaction noted? Were prescription strength steroids prescribed for the reaction to dermabond? Please specify? Was any surgical intervention performed? Please describe how the dermabond adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi, patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and lot number of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to the dermabond reaction?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a4, b3, b7. Additional h6 health effect - clinical codes. Additional b5 narrative: patient reported right breast implant deflation which occurred spontaneously while at home 2 weeks ago. Per chart, bilateral breast implants were placed [date redacted]- approximately 4 years ago. Right breast implant filled to 285cc, left breast implant filled to 275cc. Dual plane. Pt is scheduled to have both implants replaced on [date redacted]- in approximately 1 weeks. This is a pre op visit. She is scheduled for surgery on [date redacted]. She has elected to remove her deflated right saline breast implant and intact left side saline implant and replace both with new silicone gel implants. She understands there is an additional charge to change from the saline to silicone from the company mentor. They provided her with the mentor checklist of possible risks with breast implants. Also reviewed with [redacted] the removed recommendation for screening for silent rupture of silicone breast implants beginning at 5 to 6 years following implantation and thereafter every 2 to 3 years for the life of the implant. They discussed the particular risks with this surgery including but not limited to bleeding, infection, unfavorable scars, possible delayed healing possible sensation changes possible need for other procedures as well as risks associated with general anesthesia. She noted that she did have a bad skin reaction to dermabond with her mini abdominoplasty requiring steroids and therefore we will not plan to use any skin glue and will minimize the use of adhesive possibly we will use steri-strips which she did not have a problem with in the past for her prior augmentation. Additional information was requested, and the following was obtained: the following additional information is requested about the ¿bad skin reaction to dermabond¿: is a photo available of the patient¿s reaction to dermabond? No. Description of ¿bad skin reaction to dermabond¿ (symptoms, manifestation of reaction) pt noted erythema/blistering around incision site thought to be an allergic reaction to dermabond. What was the procedure date of the mini abdominoplasty? (B)(6) 2020. What date /day post op was the reaction noted? (B)(6) 2020. Were prescription strength steroids prescribed for the reaction to dermabond? Please specify? Yes, pt was ordered a medrol dose pack. Was any surgical intervention performed? No. Please describe how the dermabond adhesive was applied. From the operative report: ¿we irrigated copiously with sterile saline solution, performed hemostasis with cautery and then a layered closure was performed with deep 2-0 vicryl for the scarpa's fascia layer followed by some additional 2-0 vicryl, deep dermis and 3-0 monocryl deep dermis, and finally running subcuticular 4-0 monocryl followed by skin glue using dermabond for this final layer of the closure and then the site was dressed with a sterile primapore gauze dressings.¿ how was the wound cleaned and dried prior to dermabond application? Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing was used? Yes, primapore gauze dressing. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown, pt now has ¿adhesive bandage¿ listed as an allergy as of (B)(6) 2021 which lists ¿mild erythema and blisters¿ as the reaction. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No, pt had previously had dermabond without issue. Patient demographics: initials / ID, gender, age or date of birth; bmi: 42 y/o f, weight: 62.8kg. Patient pre-existing medical conditions (ie. Allergies, history of reactions): only allergy listed prior to (B)(6) 2020 was amoxicillin. Adhesive bandage was added to list of allergies on (B)(6) 2021. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Per chart documentation, pt stated she had dermabond before without issue, unknown what procedure. Product code and lot number of product used? Unknown, not listed in documentation. Current patient status. Pt has healed completely. No further issues. What is the physician¿s opinion as to the etiology of or contributing factors to the dermabond reaction? Per note on (B)(6) 2020: ¿she is healing well. There is some blistering on the surface. I believe this is related to the dermabond. I would not put anything on the skin at this point. I have recommended cleaning with soap and water allowing this to eventually separate for her on its own.¿